Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During delivery accuracy testing with the device, all accuracy testing was found to be within published specifications. No faults were found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump failed volume accuracy testing. No patient present at the time of the event. There were no reported adverse events.